Event description:
During a laparoscopic cholecystectomy the device produced scissoring clips while clipping the cystic duct. Another device was pulled for the case and this clip applier was noted to produce scissored clips as well. No reported pt consequence.